Event description:
The customer reported touch screen failure. There was no patient involvement.

Manufacturer narrative:
Date rec¿d by MFR: 17sep2019. Date of report: 23sep2019. The service technician confirmed the touchscreen was replaced to resolve the issue. The technician calibrated touchscreen, tested the v60, and returned it to service. A touch screen assembly was returned for analysis. An investigation was performed and the ul_lr and ur_ll resistance and resistance ratio were out of specification. Fault was found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported touch screen failure. There was no patient involvement.